Manufacturer narrative:
The insulin pump alarmed during the basic occlusin test due to a loose and protruded drive support disk. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm and a compromised force sensor system alarm. Customer reported that the motor error alarm occurred during priming. Blood glucose level at the time of the incident was 127 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.